Event description:
Follow up information identified the patient underwent surgical intervention to explant and replace the ipg.

Manufacturer narrative:
Concomitant devices are unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg became inoperable. As a result, the patient may be awaiting surgical intervention as the next course of action.

Manufacturer narrative:
Corrected data: explant date updated in section.

Event description:
Follow up information identified that the previously reported ipg explant and replacement was erroneously reported and did not take place at that time. Instead, the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg.